Event description:
Revision surgery - the pt had restricted motion in the knee; the pt had major fiber cartilage.

Manufacturer narrative:
The reason for this revision surgery was identified as restricted motion in the knee after six months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this product: one for device loosening, one due to the sterility expiring, and two for stability/poor joint issues. This is the first complaint for this lot number. The root cause for the restricted range of motion was most likely due to the cartilage issue. There are no indications of a product or process issue affecting implant safety or effectiveness.